Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient wanted to have their ins taken out. They stated it never worked correctly and that it couldn't have worked for over a month before it went right back to where it was before. The patient didn't remember the last time they used the thing and reported ¿they were in there a few times after it was put in.¿ the patient also stated the stimulator was catching on things. They reported that they tried to get up off their porch swing and ¿it was caught in between there and it hurt a little bit¿ when she was trying to get out of it. No further complications were reported.